Manufacturer narrative:
PMA/510(k) # k163468 cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 this report is being submitted due corrections 1 x evo-22-27-9-d of lot number c1328254 was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the stent was fully retracted into the sheath. The lockwire was still in place and the red shuttle deployment marker was halfway back the handle. It was attempted to actuate the trigger but deployment was not possible. The handle was dismantled during lab evaluation to show that the flexor had broken at the shuttle cap. The stent was manually deployed and noted to be fine. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage conditions cannot be replicated within the laboratory setting, a definitive root cause cannot be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evo-22-27-9-d device of lot c1328254 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Quality engineering assessed the complaint as per qsi0413 and the risk has been determined to be moderate (ref. (B)(4) rev 012). No immediate action is required (re: (B)(4) rev 012 (flexor kinked/stretched/broke) - moderate risk) complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Problem with this product. Stent couldn't be release. "As per complaint form": when the stent was released, the trigger of the handle to release the stent cost and then a click was heard, the trigger then could be triggered but the stent was not released. They proceeded to remove the system without problems and used another evolution.

Manufacturer narrative:
PMA/510(k) # k163468. (B)(4). Exemption number: e2016031. (B)(4). This report is being submitted due to correction: it may be noted that a project (B)(4) has been assigned to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences.

Event description:
Problem with this product. Stent couldn't be release. "As per complaint form":when the stent was released, the trigger of the handle to release the stent cost and then a click was heard, the trigger then could be triggered but the stent was not released. They proceeded to remove the system without problems and used another evolution.

Manufacturer narrative:
PMA/510(k) # k163468 .(B)(4). Exemption number: e2016031. (B)(4). The following additional information was received: ¿no part of the stent was delivered. The mechanism did not work.¿ 1 x evo-22-27-9-d was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the stent was fully retracted into the sheath. The lockwire was still in place and the red shuttle deployment marker was halfway back the handle. It was attempted to actuate the trigger but deployment was not possible. The handle was dismantled during lab evaluation to show that the flexor had broken at the shuttle cap. The stent was manually deployed and noted to be fine. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage conditions cannot be replicated within the laboratory setting, a definitive root cause cannot be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to include the investigation conclusions problem with this product. Stent couldn't be release "as per complaint form":when the stent was released, the trigger of the handle to release the stent cost and then a click was heard, the trigger then could be triggered but the stent was not released. They proceeded to remove the system without problems and used another evolution.

Manufacturer narrative:
PMA/510(k) # k163468 cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 investigation is pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
This initial report is being submitted due to the malfunction precedence: flexor kinked/stretched/broke/compressed. This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family problem with this product. Stent couldn't be release. "As per complaint form":when the stent was released, the trigger of the handle to release the stent cost and then a click was heard, the trigger then could be triggered but the stent was not released. They proceeded to remove the system without problems and used another evolution.